Manufacturer narrative:
The device was not returned for evaluation, therefore no visual inspection, functional testing, or dimensional testing could be performed. Imagery was provided by the field and little calcification on the native leaflets was observed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue; therefore, no device history record review and lot history review is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the event was unable to be confirmed, a complaint history review is not required. The commander with s3u IFU, commander with s3u and esheath+ device preparation manual, and commander with s3u and esheath+ procedural training manual were reviewed. The procedural manual does note ''do not force the thv. Use wire tension and distal flex proactively to help cross the first time.'' No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. As reported, ''during valve deployment, the thv migrated aortic and ended up anchoring in the sinuses.'' Additionally, it was reported ''the native valve did not have a lot of calcium, and the lvot was narrow. The physician thought this may have caused the valve to migrate aortic. The patient also has a surgical mitral valve. There were thoughts that the balloon on the delivery system made contact with the posts of the surgical valve, thereby pushing everything aortic during deployment.'' It is possible that the delivery system balloon interacted with the preexisting mitral bioprosthesis during thv deployment, resulting in the system balloon catheter and thv being pushed aortically during inflation, resulting in the reported thv migration. A definitive root cause is unable to be determined at this time, however patient factors (narrow lvot) and/or procedural factors (interaction with pre-existing mitral valve) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist, during valve deployment, the thv migrated aortic and ended up anchoring in the sinuses. The patient also has a surgical mitral valve. There were thoughts that the balloon on the delivery system made contact with the posts of the surgical valve, thereby pushing everything aortic during deployment. A portion of the valve was in the annulus, however, at the non-coronary leaflet the valve was above the level of the annulus. A second valve was opened and deployed at approximately 80/20. No harm to the patient was noted. Regarding the cause of the migration, the native valve did not have a lot of calcium, and the lvot was narrow. The physician thought this may have caused the valve to migrate aortic.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Device discarded